Event description:
At the onset of a tonsillectomy, the electrocautery pencil tip sparked. Flamed and smoked. The surgeon immediately released the hand control button and removed the device from the mouth. No injury or burn occurred to any tissue except to the tonsil being removed. The patient suffered no injury. The electrocautery unit will be returned to covidien at their request, for inspection/repair. It is a force fx czd. The edge button switch pencil blade and edge insulated blade electrode were also suspect.